Event description:
The customer reported being hospitalized due to low blood glucose. Troubleshooting was performed. The customer stated that he passed out while watching tv. The caller stated that his glucose was 105mg/dl, and then it dropped to lower than 20mg/dl. The priming technique was correct. Reviewed the programming and found that his health care provider has lowered them. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that his insulin pump was not exposed to a high magnetic field. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.